Event description:
Pt was having colonoscopy done. Scope was advanced into the sigmoid. The pt became very brady cardic (25 min). Procedure stopped. He complained of abdominal pains; x-ray showed free air under diaphragm. Surgery to repair perforated colon done 4 hrs after the procedure. Also complained of weakness after procedure.